Event description:
It was reported that the procedure was to treat a narrow lesion in the mid left anterior descending artery with moderate calcification. The indeflator was prepped and used to inflate an un-specified balloon to 14 atmospheres (atm). The locking switch of the indeflator was then turned to the un-locked position and the handle was pulled to deflate the balloon; however, the handle separated from the syringe portion. A new indeflator was used to deflate the balloon successfully, and the procedure was completed with a good result. There were no adverse patient effects. The patient had an excellent flow in the lad and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The returned device analysis confirmed the reported handle separation, however, was functionally operable in achieving deflation. While a search of the lot history record indicated no related non-conformance records for this specific lot; based on an expanded related record review and investigation, a product issue related to indeflator handle breaks was identified. Further assessment of this issue per site operating procedures was performed and corrective/preventive actions have been put in place to prevent further recurrence of this issue.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.